Event description:
It has been reported that during a procedure the lateral image was not available and the ep cockpit touch screen module failed. Thereafter all imaging went down. The procedure was aborted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event and procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that system was indicating failure of ep cockpit tsm and images lateral channel. Fse identified that there was problem iw pc. The main power supply of k-cabinet was broken by the iw pc. Fse replaced power supply of the k-cabinet and the iw pc is disconnected. The user doesn¿t use this function, so a new pc was not installed. After that the system was returned to use in good working order the codes were updated based on the investigation outcome. Health impact code was corrected.